Event description:
It was reported that inflation could not be maintained on one (1) m6sct, specialized single cannula low pressure cuffed tracheostomy tube. This was detected five (5) days after insertion. It is unknown if the device was tested prior to insertion. A second m6sct device was available and pt was reintubated. There was one (1) pt involved with no reported pt compromise. The m6sct device was returned to the MFR on 5/29/96 and processed to the quality analytical laboratory for decontamination, analysis and investigation.